Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. Customer¿s blood glucose was 509 mg/dl. Customer reported that due to set wasn't working so the blood glucose was 509 mg/dl. Insulin pump is not expected to return for analysis.